Manufacturer narrative:
Device received with broken battery cap, broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the rim of reservoir compartment was chipped and battery cap was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.